Manufacturer narrative:
A product investigation is in progress.

Event description:
Tampon string broke when took it out...... Tampon had been removed [foreign body in reproductive tract]. Tampon string broke [device breakage]. The string broke when she took it out - tampon [complication of device removal]. Case narrative: consumer reported via email that the tampon string broke during removal. No serious injury was reported.

Event description:
Tampon string broke when took it out. Tampon had been removed [foreign body in reproductive tract] . Tampon string broke [device breakage] . The string broke when she took it out - tampon [complication of device removal] . Case narrative: consumer reported via email that the tampon string broke during removal. No serious injury was reported.

Manufacturer narrative:
No failure could be identified as a result of the investigation.